Manufacturer narrative:
Citation: giuliani c et al. Procedural and clinical outcomes of newer generation transcatheter aortic valves vs. First generation transcatheter aortic valves. J am coll cardiol. 2018 sep, 72 (13_supplement) b312, tct-783. Doi: 10.1016/j.jacc.2018.08.2014. Available online 17 september 2018. Earliest date of publish used for date of event in b3. Medtronic products referenced: corevalve (PMA# p130021, pro code npt), evolut r (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding a comparison of the procedural and clinical outcomes of first generation transcatheter aortic valves with second generation transcatheter aortic valves. All data were collected from a multi-center registry between 2009 and 2018. The study population included 717 patients and was predominantly female with a mean age of 80 years. Of those, approximately 495 patients were implanted with medtronic transcatheter valves: corevalve (~422) and evolut r (~73). No serial numbers were provided. Among all patients, the 30-day all-cause and cardiovascular mortality rates were 6.2 % and 6.6 %, respectively. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: permanent pacemaker implantation, stroke, tamponade, moderate to severe aortic regurgit ation, life-threatening bleeding, and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.